Manufacturer narrative:
There was no harm to the patient or to the user as a result of the reported issue. The exact reason for the failure of peg drill is unknown since the device was discarded after surgery and not available for evaluation. As a part of the investigation, the manufacturing records (incoming and final inspection) were reviewed and no issues noted. Review of peg drill lot (incoming) showed compliance to functional specifications. Poor exposure or access to the operating site may have resulted in interference of the device with other surgical instruments. The surgical history of the lot has been reviewed and no other complaints have been received as of the date of this report. The complaint is considered closed at this time.

Event description:
It was reported that a peg drill from a glenoid reamer kit was broken during a shoulder surgery. The surgeon used a peg drill from another glenoid reamer kit readily available to complete the case.